Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple abnormal aspiration alarms. The field service representative found worn-out rinse mechanical tubings. He replaced the tubings, the vacuum and air circulation diaphragms, and cleaned the rinse nozzles. He adjusted the main water, gear pump, and rinse water pressures. Successful checks and tests were performed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 89596701 with an expiration date of 31-oct-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 25 mg/dl. The sample was repeated on another c702 module, and the result was 81 mg/dl. The repeated result was believed to be correct.